Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material and rust were observed on the device instrument channel. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited foreign material and rust inside the forceps channel. There was no patient involvement, and no harm was reported as a result of the event.